Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced pain at the abutment site and lack of clinical benefit with device use. Subsequently, the abutment was removed under local anesthetic on (B)(6) 2018 and topical antibiotics were administered.